Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during implant of this pacemaker, right atrial (ra) and right ventricular (rv) lead, difficulty was encountered with placing the passive fix ra lead and getting it to remain in position. The lead was attempted, but not implanted and an active fixation ra lead was implanted instead. During implant of the active fixation ra lead, difficulty was encountered with extending the helix mechanism, however, after using a different connector tool, the helix was successfully extended. Upon connection of the ra lead to the ra port of the device header, electrograms (egm) were noted to be clean, however, when the device was moved, noise was observed. The lead was removed from the device header, cleaned and reinserted and noise was again observed with manipulation of the device. The lead configuration was changed to unipolar and showed minimal noise. The rv lead was then plugged into the ra port of the device header and noise was still observed with movement. A device header problem was suspected. Another device was successfully implanted and no noise was observed. This device was attempted, but not implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.